Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that balloon deflation issue and balloon removal difficulty occurred. A 3.00mm x 20mm nc emerge balloon was selected for percutaneous coronary intervention (pci) procedure. During procedure after successful inflation of balloon at 18-20 atm, balloon was attempted to be deflated and withdrawn. Difficulty was noted in retracting the balloon itself. Balloon was then removed together with guidewire (non-bsc), and it was in partially inflated state. Procedure was completed successfully using alternative device and no patient complications were reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Device evaluated by manufacturer: the returned product consisted of the nc emerge 3.00mm x 20mm balloon catheter, batch # 32926525 device. Visual, tactile, microscopic and functional testing were performed on the device during analysis. Visual and tactile inspection found multiple hypotube kinks along the length of the device. Microscopic examination of the device found no issues. During the functional testing of the device was attached to an encore unit and inflated to rated burst pressure (20 atmospheres) and then deflated in 11 seconds without any issues. The device cannot be tested for difficulty to remove. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon deflation issue and balloon removal difficulty occurred. A 3.00mm x 20mm nc emerge balloon was selected for pci procedure. During procedure after successful inflation of balloon at 18-20 atm, balloon was attempted to be deflated and withdrawn. Difficulty was noted in retracting the balloon itself. Balloon was then removed together with guidewire (non-bsc), and it was in partially inflated state. Procedure was completed successfully using alternative device and no patient complications were reported.